Manufacturer narrative:
G4:30mar2021. B4:06apr2021. The device was reported to be in clinical use at the time of the event, as noted by the safety question responses, but no patient or user harm was reported. A good faith effort has been made to obtain more information on the device malfunction, as the error code reported is not an error code that is applicable to a v60 ventilator. Multiple good faith efforts were made with the remote service engineer and the customer to obtain information regarding device malfunction details, context, evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
It was reported to philips that the device had an error. No other information was provided on the malfunction of the device. The device was in clinical use at the time of the event. There was no report of patient or user harm. A good faith effort has been made to obtain more information on the device malfunction.